Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Leakage issue. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The hemostatic valve did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. Unknown if the sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. The device evaluation was completed on 30-aug-2024 the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed. The dislodgment of the valve is related to the fluid leak issue reported by the customer. The potential cause of the issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 25-sep-2024, noted a correction to the d4. Primary UDI number field as it should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a hemostatic valve leak issue occurred. Leakage issue. During the procedure, fluid (saline solution) escaped from the hemostatic valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The section where the issue was observed was the hemostatic valve. The hemostatic valve did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. Unknown if the sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed.